Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 40 (motor safety circuit failed test.), and an arrow pointing to a book. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Explain the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the drive system test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. During download review, critical pump error 40 found on 02/17/2026 10:01:00.000. Line=551 file=121. Pump error 53 was also found in adapt (main error log). Per engineering troubleshooting guide, it was determined that pump error 40 was triggered by software issue. Isolate to electronic assembly. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, moisture damage was found on motor force sensor flex connector gold traces. Unit was also received with scratched case and pillowing keypad overlay. In conclusion, customer's allegations were confirmed when unit powered on with critical pump error (open book), due to critical pump error 40 recorded in download history files. Pump error 53 was also noted during download history review. Due to moisture damage noted, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.